Event description:
Rptr received lot #35 of the t4 kit and in it was a notice stating that the a1a t4 kit may exhibit a 25% increase in control recovery but that human serum samples would not experience this shift according to their studies. Rptr however, took some frozen pt samples that had been previously run for t4 and ran them using the lot 35 kit and they noticed a shift. They gave three pt results using the initial lot number (25) and the new lot number (35). The results were: lot #25 and lot #35 4.5, 5.2. 7.1, 8.1, 11.0, 13.0. They reran the samples again using lot #35 and the results were the same. They then contacted the firm and told them of the shift seen in pt samples and rptr was sent a new lot, #44. They tested this lot against lot #25 and it was ok. Rptr then stated that after all this happened they received the results of the cap proficiency test and while the results were passing, they were barely passing. The results showed a negative bias of -2.5 to -2.7 (3.0 is failing). They also stated that not only hospital labs are evaluated during these surveys but the mfrs of the kits they use. They said tosoh came out on the low end of the bias scale as well. Rptr called tosoh state inspectors showed up and questioned her on the low results. They stated that they were concerned that tosoh had changed their reagent formulation in explain rptr's low results. Lot #35 does show a shift in pt samples and could be affecting treatment of pts. For example, the third pt test that retested at 13 is diagnostic of hyperthyroidism and would serve as an indication to initiate therapy. This same pt tested at 11 initially which is high normal but normal. Treatment may not have been given at that level.